Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds, impedance issues and had insulation issue. This lead was surgically abandoned and new lead was placed. No additional adverse patient effects were reported.